Event description:
Physician reported right side rupture confirmed via MRI. Mammogram showed "a well circumscribed mass density within the outer hemisphere of the right breast" which the physician suspects "represents a small lymph node.¿ the device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a6, b5, d6b, h6.

Manufacturer narrative:
Device evaluation:visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: red encapsulation observed on the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician reported right side rupture confirmed via MRI.the device has been explanted.